Manufacturer narrative:
The unit was received with a blank display due to a corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test, and displacement test; or to verify the low battery alarm due to a blank display. The unit had a broken battery cap, a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer called to report that the replacement battery cap would not hold a charge and the display went blank. The customer's blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.